Event description:
The patient reportedly experienced device lock issues between the external equipment and the cochlear implant. Programming changes were made, and external equipment were exchanged. Device testing revealed abnormal results. Device revision surgery has been scheduled.